Manufacturer narrative:
Result of investigation: no sample was provided for the investigation. 1 picture was provided for the investigation, however, it was not enough to confirm the reported defect. Therefore, reported defect was not confirmed.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. PMA/ 510(k): enforcement discretion. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the airlife® arterial blood sampler experienced syringes in kits not drawing needed blood sample. The customer confirmed that there was no patient harm associated with the reported event.